Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent unspecified breast augmentation with a 250 cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her left side postoperatively. On (B)(6) 2020, mentor became aware that patient experienced bilateral breast implant deflation. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On september 28, 2020, device evaluation was completed. Device evaluation summary: during a visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis we were unable to confirm your reported event. Additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans) are required if additional review is needed. In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 3, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became of the following: - this was patient's revision breast augmentation surgery - date of event was (B)(6) 2020. Hence; event date has been updated from "(B)(6) 2020" to "(B)(6) 2020" under field b3 on this form - date of implant was (b)6) 2007. Hence; implantation date has been updated from (B)(6) 2007" to "(B)(6) 2007" under field d6 on this form - patient received bilateral mentor silicone gel replacement devices this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).